Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of uterine pain ('feeling of uterine electric shock') and arthralgia ('disabling joint pain in the hips') in a (B)(6) female patient who had essure inserted. The patient's medical history included breast prosthesis implantation in 2002, multigravida (five pregnancies), parity 2 and elective abortion (three). Concurrent conditions included vaginal dryness and hot flush (related to menopause). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and arthralgia (seriousness criterion disability). The patient was treated with surgery (essure removal via bilateral cornuectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and uterine pain with essure. The reporter commented: essure removal was performed at the patient request. Reporter causality assessment: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of uterine pain ('feeling of uterine electric shock') and arthralgia ('disabling joint pain in the hips') in a 54-year-old female patient who had essure inserted. The patient's medical history included breast prosthesis implantation in 2002, multigravida (five pregnancies), parity 2 and elective abortion (three). Concurrent conditions included vaginal dryness and hot flush (related to menopause). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and arthralgia (seriousness criterion disability). The patient was treated with surgery (essure removal via bilateral coronectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and uterine pain with essure. The reporter commented: essure removal was performed at the patient request. Reporter causality assessment: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 25-jun-2021: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of uterine pain ('feeling of uterine electric shock') and arthralgia ('disabling joint pain in the hips') in a 54-year-old female patient who had essure inserted. The patient's medical history included breast prosthesis implantation in 2002, multigravida (five pregnancies), parity 2 and elective abortion (three). Concurrent conditions included vaginal dryness and hot flush (related to menopause). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine pain (seriousness criteria medically significant and intervention required) and arthralgia (seriousness criterion disability). The patient was treated with surgery (essure removal via bilateral cornuectomy by laparoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the uterine pain and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia and uterine pain with essure. The reporter commented: essure removal was performed at the patient request. Reporter causality assessment: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.